Event description:
It was reported that pump insulin gauge displayed fill estimate that was much lower than expected, with pump showing 45 units while caller expected about 200 units, and caller had not removed air from cartridge before filling. There was no reported impact to the customer¿s blood glucose level. Caller was educated to remove air from cartridge prior to filling, acknowledged understanding, declined to load new cartridge, chose to continue using current cartridge, and was advised to follow up if needed.